Event description:
The customer reported that the pt had a transesophageal echocardiogram using the "tee" probe that had been disinfected with cidex "opa." Discoloration of oral mucosa esophagus was noted the following day. The results of direct laryngoscopy were normal, but one week later, there was erosive esophagitis on endoscopy.